Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the device. The patient's nurse advised the patient to clean the therapy electrodes with rubbing alcohol and apply unscented water based lotion to skin. There is no indication of a device malfunction related to the irritation. The patient's irritation improved.